Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance to reset the pump from technical support and was advised to call back if the malfunction recurred. The customer acknowledged and understood these instructions.